Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the "cassette removed" alarm sounds. Per reporter, the event occurred while in patient use, during patient administration. No patient harm was reported.

Manufacturer narrative:
One device was returned for repair with complaint of cassette removed alarm. No physical damage was found on the device. Service history review identified no indication that the complaint was related to a service of the device within the review period. Review of event log confirmed that there was a record of no disposable attached alarm. Functional testing was performed, and the reported problem was confirmed. Probable cause was a defective downstream (dso) sensor. Replaced the dso sensor. Performed function tests and all passed.